Manufacturer narrative:
An ortho field engineer was on site at the time of the event and confirmed that the cover to the bypass module was in place. The operator was wearing gloves and a lab coat, but was not wearing a face mask or eye protective equipment. It was confirmed by the onsite ortho field engineer that the cover to the bypass module was on at the time of the event. There is a gap of approximately 4 inches from the top of the bypass module cover to the bottom of the cover that projects from the analyzer. It is concluded that the operator had to lean very close to the bypass module opening in order to get sample fluid splashed on her face. User error associated with not wearing protective eyewear when in close proximity to an uncapped patient sample is a contributor to this event. Labelling on the engen specifically states that the bypass module includes pneumatics and that the use of ¿protective spectacles¿ is recommended when the cover is open. Although in this case the cover was closed, good laboratory practice would dictate that protective eyewear should be worn when interacting with an uncapped sample.

Event description:
A laboratory operator had microdroplets of patient sample make contact with their face while observing an initialization event of the bypass module of the engen laboratory automation system. The operator immediately washed their face and eyes following the event. A splash of a patient sample to the face may pose a risk of potential infections with blood borne pathogens. Infections via intact skin are unlikely, however, if the splashed sample was in contact with the mucosal membranes, e.g. Eyes, insides of the nose, or mouth, the potential health risk cannot be excluded. Since the amount of sample splashed to the face was small and the operator had taken the right post exposure procedure by washing her face and eyes, the chance for infection due to this incidence was small. At this point, although the chance for infection is low, it cannot be totally excluded. The laboratory operator has no immediate adverse reactions of symptoms as a result of the event. The operator followed prophylaxis dictated by hospital protocol. Several tests were run ((B)(6)), of which all results were (B)(6). These tests will be repeated in 6 months.